Event description:
It was reported that during initial implant procedure, patient's new implanted lead exhibited high, out of range pacing impedance. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2022. The patient was recovering.

Manufacturer narrative:
The reported events of unacceptable threshold and high pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. No anomalies were found.